Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related product. At this time, applied medical is unable to determine the root cause of the customer¿s experience or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch #(B)(4).

Event description:
Procedure performed: ni. Event description: (B)(4) received via mail from the FDA on 06aug2019. "While using the applied medical, kii fios, first entry, 5 x 100mm trocar, the scopes (0-45 degree) were very difficult to pass through the 5mm trocar." Event report type: malfunction. Adverse event: n. Reporter: nurse. Patient status: no adverse event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation. This report is to follow-up medwatch report #mw5088304.

Event description:
Procedure performed: ni. Event description: mw5088304 received via mail from the FDA on (B)(6) 2019. "While using the applied medical, kii fios, first entry, 5 x 100mm trocar, the scopes (0-45 degree) were very difficult to pass through the 5mm trocar." Event report type: malfunction adverse event: n. Reporter: nurse. Patient status: no adverse event.